Manufacturer narrative:
Device was not available for return.

Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The aortic body stent graft was positioned and deployed as expected. The aortic body sealing rings were ballooned at approximately 20 minutes post polymer fill using a coda balloon. Upon ballooning of the sealing rings, it was noted that the balloon was positioned too high (proximal to the seal zone), and during the second ballooning, the balloon was positioned too low (distal to the seal zone near the aortic body graft bifurcation) displacing the graft distally. Final angiogram showed the presence of a type ia endoleak which could not be resolved with a fourth ballooning; it was noted that the aortic body stent graft radiopaque markers were located approximately 10mm below the intended landing zone. A medtronic 25x25x49mm cuff was implanted to extend the proximal seal; however, the cuff was inadvertently deployed high, covering the right primary renal artery. The physician elected to convert the patient to open surgical repair and the ovation stent graft and mdt cuff was explanted, and a surgical graft was placed. Perfusion of all renal arteries was demonstrated at the conclusion of the procedure. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored.

Manufacturer narrative:
Based on the description of the event and provided medical records, clinical assessment confirmed the reported event of the stent dislodgement of the aortic body, intraoperative type ia endoleak, and additional, unplanned stent placed sub-optimally across primary renal artery. The reported open repair was unconfirmed. The most likely cause of the intraoperative loss of seal was related to unintentional user error (improper intraoperative ballooning that resulted in stent dislodgement), which contributed to the need for an additional, unplanned non endologix stent placement. This stent was unintentionally malpositioned (unintentional user error) over the occluded the renal artery, which, in turn contributed to the need for an open conversion. It was likely that both user errors were influenced by the off-label neck anatomy. Procedure related events and the final patient disposition could not be determined due to lack of medical information surrounding the event. There was no evidence of any cautionary product use conditions that might have further contributed to this event. The final patient disposition was reported to be free of post operative complications. The review of manufacturing lot confirmed all devices met specifications prior to release. No additional investigations of this reported complaint are planned. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.